Event description:
Consumer called to report their meter giving higher readings that their other meter. Meter read 186 and they experienced low blood sugar that required medical attention. Paramedics stated that pt's blood glucose readings was not registering on their meter.